Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced occluded, no delivery/occlusion alarm - unknown timing, damage (physical or cosmetic), charge/battery lasts less than expected, failed batt test. The customer reported no adverse event. The event involved product(s) mmt-342, mmt-1884, mmt-441a. The customer reported a no delivery alarm. The customer reported receiving a battery failed alarm. The customer reported a short battery life or a low battery alarm. The customer reported pump was dropped/bumped and/or the pump had possible physical or cosmetic damage. The customer called for an issue not covered by existing troubleshooting guides. Refer to the event description for more details. No harm requiring medical intervention was reported. The customer will continue using the device. No product return was required for mmt-342. No product return was required for mmt-1884. No product return was required for mmt-441a.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test, and self test. Test p-cap and reservoir locked properly into the reservoir compartment. Found no battery alerts, alarms, or anomalies, failed battery test, and no delivery alarms during testing. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found no relevant battery alerts, alarms, or no delivery alarms on the event date of 13-mar-2024. Found no failed battery test alarms during testing. Pump was cut open to perform visual inspection and found no evidence for physical or moisture damage on the electronic assembly, motor, and force sensor. Force sensor zero offset was within specifications (20.949 mv). The following were also noted during visual inspection: cracked case, scratched case, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay, and label damage. No delivery/occlusion alarm - unknown timing, and failed batt test were not confirmed during testing. Charge/battery lasts less than expected was not confirmed. Cosmetic damage was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.